Manufacturer narrative:
Date of event is unknown. The 510k: this report is for an unknown trauma locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on an unknown date due to a polytrauma. After the surgery, the patient was reported to be noncompliant and walked earlier than instructed by the surgeon. A nonunion of the distal femur fracture occurred and x-rays were taken of the distal femur. The plate was found to be broken along the shaft and one locking screw was broken just below the head of the screw. No fragments were generated from the broken parts. All original hardware (the plate, an unknown number of locking screws and unknown number of cortex screws) was removed on (B)(6) 2018 and replaced with an autograph using ria (reamer irrigator/aspirator), a retrograde nail with a spiral blade, a distal interlocking screw and two proximal interlocking screws. Revision completed successfully with no delay. Patient status is unknown. Concomitant products: locking screws (part/lot unknown, quantity unknown) and cortex screws (part/lot unknown, quantity unknown). This report is for an unknown trauma locking screw. This is report 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: 5.0mm va locking screw 85mm (02.231.285, lot l637298, quantity 1), 5.0mm va locking screw 90mm (02.231.290, lot l562483, quantity 1), 5.0mm va locking screw 90mm (02.231.290, lot l432647, quantity 1), 4.5mm cortex screw 36mm (214.836, lot number unknown, quantity 3), 4.5mm cortex screw 40mm (214.840 lot number unknown, quantity 1). This report is for one (1) 5.0mm variable angle locking screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 02.231.290, lot no.: l432647: manufacturing location: mezzovico, release to warehouse date: 26.may.2017, raw material in DHR 60010005 round 8.0mm 316l lot 19875 was identified. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Background: the 5.0mm variable angle (va) locking screws and the 5.0mm periprosthetic va locking screw are components of the 4.5mm va-lcp curved condylar plate system (per relevant technique guide). The 4.5mm va-curved condylar system is indicated for buttressing multifragmentary distal femoral fractures and features a plate with va-combi holes in the shaft and va locking holes in the distal region. All locking screws must be manually tightened with the supplied 6nm torque limiting handle (03.231.013). Customer quality investigation: the following investigations were performed: broken: at customer quality, the returned 5mm va-self tapping star drive locking screw system (part: 02.231.290, lot: l432647, mfg: 26-may-2017) was visually inspected and the returned screw head was observed to be broken off. No new malfunctions were identified. The received condition agree with the complaint description and the complaint was confirmed. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for 5mm va-self tapping star drive locking screw system and the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Dimensional analysis performed at the broken portion measured the diameter and falls within the max diameter specification. While no definitive root cause could be determined it is likely that any unintended forces encountered by the device during patient¿s post-op activities could have contributed to this complaint condition. Additionally, it was mentioned in the complaint description that the patient was reported to be noncompliant and walked earlier than instructed, therefore failure to provide sufficient healing time could have contributed to additional forces on the device which could have led to this broken complaint condition during the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.